Manufacturer narrative:
The biomedical engineer (bme) reported that the 3 central nurse's stations(cns) were in communication loss with the gz telemetry transmitters. No patient harm was reported. (B)(4).

Event description:
The biomedical engineer (bme) reported that the 3 central nurse's stations(cns) were in communication loss with the gz telemetry transmitters. No patient harm was reported.